Event description:
Loss of osseointegration, no thread tap used, primary stability was achieved, maybe biomechanical overload, pain. Patient is smoker. Reentry on (B)(6) 2019, impression copying on (B)(6) 2019 for inserting of locators regio 13 + 23.